Manufacturer narrative:
B5: has been updated with the following - during a follow - up with the user facility, it was confirmed that: the device issue was found during a diagnostic colonoscopy procedure. The procedure was subsequently completed with the same set of equipment with a 30-minute delay. No further adverse effects were reported due to this delay. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
During a follow - up with the user facility, it was confirmed that: the device issue was found during a diagnostic colonoscopy procedure. The procedure was subsequently completed with the same set of equipment with a 30-minute delay. No further adverse effects were reported due to this delay.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope auxiliary channel was blocked. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the auxiliary channel was clogged with unidentified material and could not be removed. This finding was due to insufficient cleaning of the scope or handling problem. Additionally, it was observed that the auxiliary water channel was perforated. Upon further inspection, it was observed that the connecting tube had buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.